Event description:
It was reported that the patient presented for device change-out and externalized conductors were noted via x-ray. Lead was capped and replaced. There was no consequences to the patient.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.